Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During system start-up for an emergency procedure, the user reported that no x-ray was available we are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in sweden.

Manufacturer narrative:
Siemens completed the investigation of the reported event. Additional information obtained from the customer reported a patient with abdominal bleeding had been allocated to a hybrid room where vascular surgery as well as open surgery is possible. The artis system was powered on for the emergency case; however, after boot-up, the system was not available for x-ray imaging. As the system obviously malfunctioned at startup, open surgery was chosen. It cannot be determined if the open surgery could have been avoided with a functional system. Three days after the event siemens service was informed about the malfunctioning system, only for troubleshooting and repair, which revealed the flat detector (fd) cooling unit had malfunctioned. The log file investigation confirmed that the fd cooling unit was malfunctioning at system startup and the user was shown a corresponding system message, no xray, fd warm up. The fd cooling unit was exchanged the issue was resolved. In the given case, the component had been in operation for about 10 years before the malfunction occurred. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The event was considered in the risk analysis (delay/interruption of the clinical procedure, malfunction of a system component that does not have redundancy, functional and safety checks upon startup). The assessment of risks in connection with the hazard situation that has occurred remains valid. Internal ID # (B)(4).